Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in israel that during an arthroscopic shoulder stabilization procedure on (B)(6) 2022, it was observed that there was a metallic disc at the tip on the coolpulse 90 electrode with hand controls device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial mewatch, a follow-up medwatch will be filed as appropriate.h10 additional narrative: investigation summary the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable and the suction tube were cut by the customer. Upon reviewing the active tip, it was found detached. The electrode will be sent to the manufacturer for further analysis.manufacturer evaluation result for vapr clplse90 electrode w hand cntrls: device has not been returned in the original packaging. The active tip is detached from the device. The active tip has not been returned. Cable has been cut off. Impact marks on the distal end of heat shrink. It can be seen in the photographs that the active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is believed that the missing section has eroded away and would not have been deposited into the patient joint space. An isometric view of the active suction tube distal section; the dotted red lines shows the section that is missing. The missing arched section is the feature of the active suction tube that retains the active tip component as shown in the cross sectional distal assembly drawing 1 (red component being the active suction tube, grey component being the active tip). No electrical tests performed due to device damage. No functional test performed due to device damage. Manufacturer summary: visual inspection revealed that the suction tube has been significantly eroded onthe returned device indicating that the device has been operated for a long period of time causing the active tip to detach. The failure mode seen is consistent with other complaint devices investigated under CAPA which was opened to investigate the occurrence of active tip failures in the field. The potential root cause(s) for this type of tip failure was identified as: a) the weld bridge on active suction tube is not providing sufficient weld material and retention. B) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. C) misuse, (e.g. Extended activation or overloading of mechanical forces). In this case based on the evidence of the suction tube erosion, the likely root cause can be attributed to extended use - misuse. Risk analysis document 892007 was reviewed for the defect seen where a section of device breaks during use and falls within patient and all components are retrieved during the current procedure, line 480 of the product ra applies. The severity risk category is ¿serious¿- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is ¿serious¿ and ¿probable¿ and rated as as low as reasonably achievable (alra). Our analysis shows the severity and frequency (1 in 19,931 for model 288147 over last 12 months) of this failure mode where the suction tube has eroded and the active tip becomes detached is as anticipated in the risk documentation and remain as alra.a DHR review has been performed for lot u2202089; no issues (ncrs or deviations) with the manufacturing process have been indicatedat this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.